Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the calcified proximal left anterior descending (lad) artery with a 2.5x12mm maverick balloon. The physician then attempted to deliver a 3.50x12mm taxus express2 drug eluting stent, but the stent failed to cross the lesion. Upon removal, it was observed that a strut on the proximal end was bent. The procedure was successfully completed with a 3.5x12mm medtronic driver stent. There were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.